Manufacturer narrative:
Title: comparison of hem-o-lok polymeric clip and tri-staple in laparoscopic splenectomy source: ann ital chir - epub ahead of print, 2020, 9 - 1 september. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, this study aims to compare superiority of hem-o-loc polymeric clip versus tri-staple methods in laparoscopic splenectomy. A total of 42 patients were evaluated between march 2011 and march 2020. It was also reported that a total of 23 patient underwent the surgery using stapling method. 7 of these patients had post-operative complications which includes 2 patients who had experienced intra-abdominal bleeding requiring blood transfusion, one required conversion to laparotomy after the bleeding noted at the staple line. Additional complications included two patients who experienced port site infection treated by antibiotics, one re-operation secondary to hypersplenism, one thromboembolism treated as well with antibiotics and other medications. Lastly, one pleural effusion which was treated by pleurocan drainage. Comparison of hem-o-lok polymeric clip and tri-staple in laparoscopic splenectomy; annali italiani di chirurgia;2020; murat derebey,gokhan selcuk ozbalci,savas yuruker.